Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a 25mm ez-io needle set placed in proximal tibia of cardiac arrest patient. Ems provider unable to remove stylet from cannula. Entire needle set removed and discarded. Peripheral IV (piv) placed. Patient resuscitated with piv. According to caller this is not the first time this has happened. Approximately one year ago, both with blue 25mm needle set (once in ph and another in pt) he personally was unable to remove the stylet.